Event description:
It was reported after an asymptomatic patient left the clinic for a routine follow-up, the egm revealed markers for undetected vs events. It is suggested the r-wave amplitude had decreased. Programming changes to the sensitivities were made and the lfa was turned on.

Manufacturer narrative:
(B)(4).